Event description:
It was reported to minimed that the customer experienced hyperglycemia, 2 sensors not found, a differences in the sensor glucose and blood glucose event and change sensor alert. The customer reported blood glucose values of 122 mg/dl. The customer was treated with manual injection. The event involved product(s) unk_transmitter, mmt-1884, mmt-7040a, unk_reservoir and mmt-431ag. Troubleshooting was performed for hyperglycemia and the customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of reported event. Sensor glucose and blood glucose values were within target range of difference. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. No further patient complications were reported. No product return is required for unk_transmitter, mmt-1884, mmt-7040a, unk_reservoir and mmt-431ag.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.